Manufacturer narrative:
The returned device was put to the battery and software test, with an infusion of 999 ml / 6 hr and with battery power, in order to identify possible failures, an error 437 was presented confirming software failure, does not present warning alarms and the device presents immediate failures, battery failure is also confirmed, so the infusion is stopped. The device containing the following components with printed wiring assembly (pwa) computer processing unit (cpu), pwa power, and mechanism fluids was intervened, the components were replaced and functional tests were performed with a constant infusion of 999 ml/h / 2 hr. The result of these tests after the replacement of the components was satisfactory, the infusion is performed with battery power until it is depleted, and it presents us with a visible low battery warning, it did not turn off, nor did it present a fault. Spillage in the components was identified as a probable cause, generating failure in the device with a failure in the battery. Additional information: initial reporter phone number: (B)(6).

Event description:
It was reported that a plum a+ in the adult intensive care unit (ICU), was infusing noradrenaline drip when it turned off. The issue was evidenced by the assistance staff after the vital signs monitor alarmed. The pump was taken out of service by the biomedical department. The event occurred during patient use, however, no one was harmed as a result of this event.